Event description:
It was reported that a patient presented remotely via merlin. Net with no arrhythmia episodes. Additionally, the implantable cardiac monitor (icm) had exhibited noise over sensing. No intervention or procedure was reported. The patient was stable throughout.